Event description:
Received info of high impedances >4000 ohms on some bipolar pairs. Impedances levels were over 4000 on contacts 04, 05, 06, 07, 16 and 17. Reprogramming and x-rays were recommenced. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).